Manufacturer narrative:
On 12/17/2019, the product investigation was completed. Device investigation summary: during visual evaluation of the sample, a missing material was observed in the anterior view measuring approximately 4 cm x 2 cm. Microscopic evaluation gave no indications of instrument damage. However it is possible that the root cause of the rupture was the car accident in which the patient was involved, since the patient who is paramedic and she was removing a patient from the ambulance, and the cart landed on her breast. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: chest injury, pain, deflation. Concomitant medical products: 375cc mentor smooth round moderate profile saline breast implant (catalog number 3501660, lot number 134673) manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 375cc mentor smooth round moderate profile saline breast implant and experienced postoperative right-sided deflation after sustaining a chest injury. The patient is a paramedic and when removing someone from the ambulance, the cart landed on her breast. The patient experienced the following symptoms: hematoma, pain, bruising, and swelling. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced with an 475cc mentor memorygel breast implants (catalog number 3504754bc, left-sided serial number (B)(4), right-sided serial number (B)(4))